Event description:
It was reported that during an angioplasty procedure via central vein stenosis, the pta balloon was allegedly failed to deflate and another syringe is used to deflate the balloon. It was further reported that another balloon is used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta device was returned for evaluation. A visual inspection was performed and sample appeared to be bloody. No other anomalies noted. The balloon was inflated to 8 atm without issue. Balloon deflated slowly at 14 seconds. Balloon was cut, the glue bullet was noted to be pulled from its original position. Image review was performed. In first image only a portion of the balloon is deflated and in second image balloon appears partially deflated. Therefore, the investigation is confirmed for the reported deflation issue, as the balloon slowly deflated. However it is inconclusive for device entrapment issue, since this cannot be evaluated for. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure via central vein stenosis, the pta balloon was allegedly failed to deflate and another syringe is used to deflate the balloon. It was further reported that another balloon is used to complete the procedure. There was no reported patient injury.